Event description:
It was reported that during a da vinci-assisted surgical procedure, the zero degree endoscope plus defect was unknown. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The zero degree endoscope was analyzed and found the endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The endoscope camera instrument was visually inspected and found with moisture on inside housing. During inspection of the endoscope distal lens has fluid intrusion. The endoscope was visually inspected and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed mtf test. The complaint regarding an issue with the endoscope was confirmed by failure analysis. The probable root cause of distal cracked window is usually attributed to the user, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing.